Manufacturer narrative:
Pt info was requested from customer. Customer was unable to provide pt info. Event date was requested from customer. Customer was unable to provide event date. Add'l event info was requested from customer. Customer was unable to provide add'l event info. Procedural physician had indicated to the angioscore territory manager that he thought that this was a guide wire issue. Part number and lot number were not provided by the customer, thus cannot obtain expiration date and device MFR date. Attempts to obtain part number and lot number were unsuccessful. The angiosculpt catheter was discarded by the hosp, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the reported uncoiling of the bmw guide wire, which was used concomitantly with the angiosculpt catheter during the procedure. Angioscore does not MFR, import or distribute the bmw guide wire.

Event description:
The angiosculpt ex catheter was inserted into and through the isr lesion and then backed proximally into place to treat the isr. The clinician felt tension upon bringing the angiosculpt ex catheter back proximally into the lesion. The angiosculpt ex catheter was inflated to treat the lesion, deflated, and upon pulling the angiosculpt ex catheter back for a picture he felt more tension. The clinician then pulled and removed the angiosculpt ex catheter and guide wire under tension from the body for inspection. Upon inspection, the coiled segment of the 0.014" bmw guide wire, and also in a weld area, had been stretched significantly and deformed. Because of the condition of the bmw guide wire and the angiosculpt ex catheter after removal and inspection, the clinician reported that he felt the concern was a guide wire issue. The bmw wire was given to the guide wire MFR rep for reporting purposes. The angiosculpt ex catheter was discarded. The case was continued and concluded without incident.